Manufacturer narrative:
It was reported that the suction is "low pressure and not providing adequate suction". No injury was reported. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Not providing adequate suction.